Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level was over 600 mg/dl and went to the emergency room. Even when she bolused, she changed the site but her blood glucose level was around 400 mg/dl all day. The customer was hospitalized several times due to high blood glucose levels. Twice in december and recently on monday. She had headaches. The customer was hospitalized in december 2016 with a blood glucose level of 500 mg/dl. She was given IV. The customer was not admitted but was kept in the hospital for a couple of hours. The customer was wearing the insulin pump at the time of hospitalization. The device was not returned.